Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep replaced the interconnect cable, and repaired a wire in the lemo connector. The system is operating as intended.

Event description:
The customer reported that the 9900 system would not display video. No pt injury was reported.